Manufacturer narrative:
(B)(4). D10- medical product: lps-flex precoat femoral h-l; item# 00596001851; lot# 62025524. D10- medical product: st prc tib plt size 6; item# 00598004702; lot# 62047824. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to a failed zimmer knee. The articular surface and tibial baseplate were completely eroded away on the medial side down to bone. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, h10, and h11. Visual examination of the provided pictures identified an articular surface that is broken / fractured. The device shows signs of use such as scuffs and scratches. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.